Event description:
A partial excerpt from a medwatch report (B)(4) which was received states that: "excessive 'rainout' in the exhalation side of the ventilator's pt circuit is causing the ventilator's exhalation cassette to fail... Filters have been added to the pt circuit to help, but respiratory therapists (rt) are still having to clear the circuit of water every 4 hours to avoid ventilation failure..." (B)(4).

Manufacturer narrative:
(B)(4)